Manufacturer narrative:
Additional information received from the local area sales representative indicated a chest x-ray has not been confirmed. There has not yet been any planned intervention. No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was in the hospital following coronary artery bypass graft (CABG) surgery. Upon device interrogation atrial undersensing and loss of capture were noted. A chest x-ray planned to be performed to determine if the ra lead had dislodged. The device was temporarily programmed to vvi mode with an lower rate limit of 80 ppm. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available, this report will be updated.